Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 2pm. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Prior to the start of the alleged issue, the reporter claimed the patient felt symptoms of irritable, fatigue and drained. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of irritable, fatigue and drained" do not meet lifescan's criteria for a serious injury. The reporter also denied the patient received treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have contaminated battery contacts. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.